Event description:
Customer reported that the paramedics were called to assist her for low blood glucose. Customer stated that she was sitting in her car and somebody called the paramedics. Customer stated that her blood glucose reading was 43 mg/dl when the paramedics arrived. Customer stated that she was treated at the scene and released. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.